Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump remained implanted as of (B)(6) 2025.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient got their revision already on (B)(6) 2025. The rep was told the evening of 2025-jun-24. It was stated that the surgeon did the following steps. They tried to aspirate the catheter without success, therefore, the surgeon decided to remove the catheter (an old indura catheter) and implant a new 8780 catheter. The rep stated that they did not have any reference of lot number. The surgeon also checked the pump and did a bolus to see if the motor was working and everything was well. Therefore, the pump was still implanted and was now delivering the therapy again. It was stated that no device would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient had an appointment on monday [(B)(6) 2025] with the surgeon to decide the procedure, but the patient did not show up. The surgeon told the rep that he will probably remove all the system. The surgery date was still unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 update: the previously applied device code a141204 is no longer applicable regarding the pump with serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the service code 529 regarding the pump motor having stopped and resumed operation the pump did not occur with the pump with serial number (B)(6), but instead occurred with the patient¿s previously pump with serial number (B)(6) that was removed in (B)(6) 2024 due to end of service (eos). Refer also to MFR report # 3004209178-2025-04148 regarding previous event involving the patient¿s prior pump with serial number (B)(6). The model number, serial/lot number, and implant date of the patient¿s currently implanted two-piece catheter was unknown but was further indicated of not having been an ascenda catheter.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the rep asked the surgeon yesterday and there was no revision of the pump. At the moment, the pump was on minimal flow-rate and nothing additional had been done so far. The surgeon said that he would do something (remove or revise the pump) it would only from september, since he would be away during the whole summer. No information was available at the moment regarding the resolution of the event. The pump was still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted at the end of (B)(6) 2024 regarding reimplantation for battery depletion. In the course of the following weeks, adjustment of the medication and finally pump/catheter testing was necessary. It was found that the pump was rotating regarding testing; however, catheter patency questionable. On (B)(6) 2025, the pump was refilled before the patient left for rehabilitation. The residual volume in the pump was significantly higher than the expected amount. The expected pump reservoir volume was 6 ml; however, the actual remaining volume was 16.8 ml. The patient did not receive the intended pump therapy so they switched pain therapy to intravenous and ultimately oral medication, and they programmed the pump to a minimum flow rate. Since the catheter had not been replaced it was now likely to be fully occluded. It was further indicated that the trigger of the problem was most likely not the new pump, but the spinal catheter. It was further reported that the cause of the issue regarding the pump found to be full at the time of refill was still unknown. No patient symptoms were reported. The issue was not resolved as of (B)(6) 2025. The pump remained still implanted. Surgery was planned to occur in approximately 6 weeks to resolve the issue, but the date had not yet been confirmed.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; lot#: unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine drug (25 mg/ml at 4.705 mg/day) and clonidine (100 mcg/ml at 18.82 mcg/day) via an implantable pump. Regarding the patient's medical history, it was indicated that the patient had different co-morbidities. It was reported that a standard refill took place and the pump was found to be still full with drug. As per the pump log provided, a service code 529 was indicated regarding the pump motor has stopped and resumed operation. Factors that may have led or contributed to the issue were unknown. A surgery to revise the system was planned but not yet scheduled. At the moment the pump was on minimal flow rate. The issue was not resolved as of 2025-feb-11. The patient was without injury regarding their status as of (B)(6) 2025.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that intervention has not occurred yet and next steps were still unclear. The hcp would see the patient again next week because she needed magnetic resonance imaging (MRI) and depending from the results he would decide what to do (revision or total explant). When asked if the issue was resolved, the rep stated that no the situation was the same as at the moment of the complaint. The pump was programmed on minimal flow with no therapy from the pump going on at the moment. The device was still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.